Manufacturer narrative:
The reported event of wire punctured through the insulation was confirmed. As received a complete lead was returned in one piece. Final analysis through visual examination found the outer insulation punctured and the inner coil damaged at the distal region consistent with procedural damage. The cause of the reported events was isolated to the procedural damage. Electrical analysis did not find any indication of conductor fractures or internal sorts. No anomalies found through visual and x-ray examination.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead was straightened out from its natural s-curve and the guidewire punctured through the insulation of the lv lead. The physician elected to not use the lv lead and replaced with a new one. The patient was stable throughout the procedure.